Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd luer-lok¿ tip syringe there was leakage. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: "the syringe is leaking."

Event description:
It was reported when using the bd luer-lok¿ tip syringe there was leakage. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: "the syringe is leaking."

Manufacturer narrative:
H6: investigation summary one 20 ml syringe sample received for investigation, the product was visually inspected, no damage or defects were observed on the syringe. Functional testing was completed with a maxzero, no leakage observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time.